Event description:
According to the reporter: occurred during a laparoscopic right video-assisted thoracoscopic surgery (vats) procedure. The stapler was being applied to the lung tissue. The staplers or reloads failed to fire or work. Multiple reloads and handles were opened to complete the procedure. The ratchet and the reload broke. The device was difficult or unable to close. The jaws of the device would simply not close on the tissue. The two halves would not join and lock into place as usual at the hinge pin. The white flag interlock was already engaged. The stapler did not fire. The black pusher thumb piece could not be moved at all. The device partially fired. The staples did not deploy. There was poor staple formation. The staples did not release from the cartridge. The staple line was incomplete. The surgeon heard the stapler crack. In order to resolve the issues, the procedure was converted to open due to the device problem. The incision was extended by more than one inch. The hospital time was extended due to the procedure conversion. The patient status is alive, no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three devices the event report alleges the products were used in a surgical procedure. The visual inspection of the returned products noted the loading units were fully applied. The blade of the first loading unit was damaged. Each anvil clamping mechanism were deformed. Each anvil was bowed. Pmv performed functional testing which included; each loading unit was loaded into a post market vigilance (pmv) instrument for functional evaluation. Each loading units¿ anvil could not be closed completely on the initial clamping stroke duet to the deformed anvil clamping mechanism. Each loading unit was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented each loading unit from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur under the following conditions: 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device failure and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.